Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the device¿s compression module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device alarmed and stopped. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.